Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H4: additional information.

Event description:
H4 - manufacturing date field update.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.